Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that after the web device passed the pretest with the controller. The device was then inserted into the patient; however, resistance was encountered during delivery. It was reported that significant force was required to advance the device, to the extent that the delivery wire bent during attempts to deliver the device. This was believed to have caused unstable light responses on the controller, with the indicator alternating between green and red when the end of the delivery wire was inserted into the controller, despite the device passing the pretest. It was reported that the delivery wire was wiped and another attempt was made; however, there was no improvement. A new controller was then used to continue the procedure, but no indicator light was observed on the second controller. Based on these findings, it was determined that the w-eb device may also have had an issue. It was reported that the device was resheathed and removed from the patient. A new w-eb device was then used, and the procedure was subsequently completed successfully.